Event description:
It was reported that two days post implant the implantable cardiac monitor (icm) exhibited false positive episodes due to loss of contact. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.